Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the broken circuit breaker on vision cart and tested system as ready for use. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer accidentally broke the breaker lever during procedure. The video recorder cable was near the breaker lever, and it broke the lever when someone tripped on the recorder cable. They resolved the issue by using a pen the push the vsc breaker to on state position and continue using the vsc.